Manufacturer narrative:
The insulin pump was received with high idle current, due to faulty connector on motherboard. The insulin pump had an alarm, due to leaky connection n motherboard. Ther overlay on the case was scratched. Nothing further reported.

Event description:
The insulin pump was received with high idle current, due to faulty connector on motherboard. The insulin pump had an alarm, due to leaky connection n motherboard. Ther overlay on the case was scratched. Nothing further reported.